Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section which state: operation manual: 3.3 inspection of the endoscope: inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The distal end cover was cracked. There were few additional findings. Initial leakage and electrical safety tests were performed and the device failed the distal end insulation inspection due to crack on the distal end cover. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Leakage was noted between scope connector cover and scope body due to a crack on scope connector cover. Scope connector cover unit was corroded. Air/water cylinder and suction cylinder had discoloration. Scope connector label was peeled. Scope connector cover unit was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a part broken off on the control panel. There were no reports of patient harm associated with this event. The device was returned. An evaluation at the repair center revealed foreign material exiting from the nozzle. Technical evaluation also found a dry brown foreign material at the connecting tube and at the bending section cover adhesive which was most likely the traces that remained from previous procedures. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.